Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as:2134265-2014-05232. It was reported that a guide wire detachment and vessel dissection occurred. The target lesion was located in the circumflex artery. A 1.75mm rotablator burr and a rotawire were selected for use and advanced to treat the target lesion. During rotablation it was noted that the distal end of the wire had separated and a dissection occurred. Rotablation was stopped and an unspecified covered stent was implanted to both treat the dissection and trap the wire fragment to the vessel wall. The procedure was completed with a different device. No further patient complications were reported. Four days post procedure the patient died due to a gi bleed which is not considered related to this device and/or procedure.